Event description:
It was reported the patient¿s ipg had reached end of life and due to a fall, the patient lost effective coverage because of lead migration. It is unknown if the end of life occurred prematurely.  As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.